Manufacturer narrative:
Clarification to b3 date of event: partial date 2021 clarification to d6a implant date: partial date (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Patient representative reported left side "pain, discomfort, and swelling caused by the breast prosthesis" and recall was mentioned". Patient representative later reported "implants with great mobility within the store (sensation of non-adherence to adjacent tissues)", "aesthetic changes" to the patient's breast, and "emotional distress and physical suffering". The device has been explanted. "Mastopexy with implant replacement" and "partial capsulectomy" were performed.